Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported material rupture could not be determined; however, the reported balloon separation appears to be related to operational circumstances of the procedure. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. The balloon rupture likely did not allow the balloon to refold properly resulting in the material interacting with the patient anatomy and/or accessory device and subsequently lead to the reported separation. Due to the reported difficulties, surgical intervention was performed and the patient was hospitalized. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 2.5x12mm trek balloon dilatation catheter (bdc) was advanced into the patient and the balloon ruptured. The balloon then came off the shaft. The patient was sent to emergency surgery and remained hospitalized. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.